Manufacturer narrative:
The pharmacist did not have the reagent information at the time of the call, so the meter information was provided instead.

Event description:
A pharmacist called on behalf of the customer. She stated the customer opened a new carton containing 2 bottles of test strips and found the cap already open on one of the bottles. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.